Manufacturer narrative:
Expiration date: 07/28/2018, the explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing shocking sensation when the stimulation was on. The patient underwent an ipg explant procedure. No device malfunction was suspected.